Manufacturer narrative:
Reported event: stryker rep reported that the screw fell out when the mics hand piece was removed from the robotic arm. Product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. From the photographs provided there is evidence that the screw is missing from the mics hand piece. Functional inspection: functional inspection was not performed as visual inspection confirmed the failure. Product history review: review of the product history records indicate 25 devices were manufactured under lot k09q7 and 24 devices were accepted into final stock on (B)(6) 2017. Review of qt17 - 06 - 0068 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1429704 and CAPA 1452931 are associated with the failure mode reported in this event.

Event description:
Stryker rep reported that the screw fell out when the mics hand piece was removed from the robotic arm. Update: we were not disassembling the mics from the robot, it fell out when the cuts were being made.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Stryker rep reported that the screw fell out when the mics hand piece was removed from the robotic arm. Update: we were not disassembling the mics from the robot, it fell out when the cuts were being made.